Event description:
The event involved a 60" (152 cm) appx 0.4ml, smallbore ext set w/clamp, luer lock where it was reported that there is a crack in the tubing causing it to leak when administering morphine at the smartsite connection. There was patient involvement and no human harm.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. However, the complaint can be confirmed based on the device and complaint information. The probable cause of the crack is due to a material issue on a vendor supplied part. The DHR was reviewed and no nonconformities were found that would have led to the reported complaint.